Event description:
User facility is returning the device for evaluation of psi and the locking mechanism. A physician was performing a procedure in which the device slipped and as a result, the patient sustained a laceration.